Event description:
It was reported that balloon rupture occurred. The patient presented with acute myocardial infarction (ami). The target lesion was located in the proximal right coronary artery (rca). After unspecified guide catheter was crossed the lesion, thrombus aspiration was performed resulting in restored blood flow. Then, intravascular ultrasound (ivus) was performed and implantation of a non-bsc stent. Subsequently, a 15mm x 4.50mm nc quantum apex balloon catheter was advanced for post dilatation. However, on unspecified inflation at 18 atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a 5.0mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).